Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered 2 rounds of inappropriate anti-tachycardia pacing (atp) and 3 inappropriate shock(s) due to an episode of supraventricular tachycardia (svt). Troubleshooting options were discussed. The device remains in service. No adverse patient effects were reported.